Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation of 4/30/09 and spoke with the patient/layperson 5 days later, regarding a reported error 5 message when testing on her onetouch ultralink meter. The patient clarified and provided additional information for this specialist. On the event day at 2 a.m., the patient was sweating and flinging her arms, waking up her husband. Because, the patient was unresponsive, the husband tested her, result 38 or 42 mg/dl. The husband gave the patient some orange juice although she recalls nothing of the event. After calling emt, the husband retested and reportedly obtained error 5, indicating either a strip problem or sample too small. When emt arrived, they tested the patient on other meters in her home (not on the emt meter) since the ultralink reportedly continued giving an error message. Emt treated the patient with oral glucose and remained until she was stabilized. The patient felt well enough after they left to leave on a scheduled trip that same day. The cca replaced the meter and strips. Because, the patient was symptomatic with comparable blood glucose of 38 or 42 on the subject meter before the alleged issue began, there is no indication the product contributed to an injury. Since the alleged error 5 issue was not resolved, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.